Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic cholecystectomy that the jaws would not re-open during reload. This took place outside of the patient. The procedure was completed using a like device. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # k9200u. The analysis results found that the er320 device was returned with the trigger partially open and with the jaws closed, but otherwise with no damage in the external components. In an attempt to replicate the reported incident, the device was forced open and the jaws opened. Then, it was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken, leading to the experienced feeding issue. No conclusion could be reached as to how this damage had occurred. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.